Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub and remained inside the shield during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx8mm, 0.3ml bd insulin syringe from an opened polybag from lot 8351987. Consumer reported that the needle hub separated and stayed inside of the shield. The returned syringe was examined and it was observed that needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 8351987. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200796118, 200795895] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub and remained inside the shield during use. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield."